Manufacturer narrative:
Concomitant medical products: item number 42502606002, item name femur cemented cruciate retaining (cr) standard right size 6, lot 62343366; item number 42521000416, item name articular surface fixed bearing cruciate retaining (cr) right 16 mm, lot 62292684; item number 42540000029, item name all poly patella cemented 29 mm diameter, lot 62587946. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
A patient who underwent a total knee arthroplasty underwent a revision surgery for tibial loosening approximately a year later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.